Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis found that when powered by either the battery or an external supply, the device was fully functional with nominal system current drain throughout the analysis. No hybrid anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy pacemaker (crt-p) was returned to the manufacturer with no product performance issues indicated and tested out of specification during product analysis. No patient complications have been reported as a result of this event.